Manufacturer narrative:
Customer technical support (cts) assisted the customer with troubleshooting via telephone. The cts suggested that the customer clean the rbc and wbc waste lines, followed by multiple startups, reproducibility and running of controls. After an initial reproducibility failure, the customer again called cts back and reported that an obstruction in the waste line had been discovered and cleared, and the instrument was running without issues. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 15ml from the red blood cell (rbc) and white blood cell (wbc) baths in a coulter ac.t diff analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.